Manufacturer narrative:
Sensor (B)(6) been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was not observed at the base of the sensor tail. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality (smu) test indicates that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor scan results and it is unknown whether the customer noted a trend arrow on the device. Tthe customer was asymptomatic and self-treated with 9 units of insulin (dose and type unspecified). After an unspecified amount of time, the customer was treated by a nurse, who provided soda after obtaining a blood glucose reading of 227 mg/dl, with no adc device comparison. There was no report of death or permanent impairment associated with this event.